Event description:
It was reported that the patient¿s blood glucose levels increased above 250 mg/dl after an unspecified duration of pod wear. The patient noted that the cannula did not appear to have properly inserted into the skin at the infusion site. Upon removal of the pod, the cannula was observed to be bent. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.